Manufacturer narrative:
Product complaint # (B)(4). Device not returned. Additional information has been requested and obtained. If further details are received at a later date a supplemental medwatch will be sent. How many patients reported a reaction? Please provide photos, if available. Please advise of the following information about each patient event: procedure date? What was the date of the reaction, day post op? Please describe how was the adhesive was applied. What prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Results? Patient demographics: ID, gender, age or date of birth; bmi. Has the patient previously been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond skin adhesive used on the patient in a previous surgery or wound closure? Do you have the product code and /or lot number used? Current patient status. Product not available for return. The single complaint was reported with multiple events. There are no additional details regarding the additional events. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total knee replacement procedure on an unknown date and topical skin adhesive was used. Post op, patient developed a skin reaction that was moderate to severe clearing up with in three weeks. A topical steroid cream was prescribed to treat the reaction. No device available for return. Additional information has been requested.